Event description:
It was reported that the patient underwent an explant procedure where the implantable pulse generator (ipg) was removed due to an unknown reason. There were no reported complications postoperatively and the explanted device was not returned as it was discarded by the medical facility. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.